Manufacturer narrative:
A ge representative evaluated the system and found the transmitter cable had a broken pin in the connector. The ge representative assisted the customer in locating another transmitter. The system operates as intended.

Event description:
The customer reported the system had a bad cable. No patient injury was reported.